Manufacturer narrative:
The manufacturer's preliminary investigation has found that this movement had been detected by daily qa checks but the room lasers were adjusted to match the moving gantry isocentre, therefore concealing the error. The users mis-interpreted the source of the relative shift and instead choose to re-align the room laser to match the gantry isocentre. A table isocentric check would have highlighted this issue. The site uses xvi for all treatments, and repositions patients on the table according to the images, resulting in the treatment being given to the correct anatomical structure with no error. Preliminary risk assessment concludes the risk value for stereotactic treatments is within the tolerable region. For non-stereotactic treatments the risk is reduced to within the acceptable region. The elekta service engineer has re-set both the gantry isocentre and the room lasers. The gantry bolts have been re-tightened. Investigation into the possible root cause is still ongoing.

Event description:
There has been no adverse event. The customer reported that the gantry base had shifted. During quarterly qa it was noticed that the gantry isocentre and table isocentre were not aligned.

Manufacturer narrative:
The manufacturer's investigation has concluded that some gantry base fixings have been coming loose, resulting in the gantry base moving by upto +/- 3mm at isocentre. Customers have observed movement in isocentre, and lasers were incorrectly reset to track with the gantry movement, hiding the issue initially as the precise table was not used to cross reference. The root cause has not been established as this cannot be replicated at the manufacturer's site. However the possible root causes identified are as follows: ·fixings were not tightened to the correct torque ·planned maintenance were not conducted, so cause is difficult to track ·vibration could lead to nuts backing off on anchor fixings ·inferior concrete could lead to studs becoming loose ·some sites have been observed to have floor finished under mounting positions of gantry base ·cork and adhesive layer under gantry base shims may compress on new installation ·jacking bolts should be fully retracted or removed to ensure they bare no load (can cause movement as not designed to support in use) a field notice (important user notice) has been issued to inform customers that there is the potential for an isocentre misalignment and that once identified correlation between the digital linear accelerator, precise treatment table and room lasers should be investigated prior to any corrective action. Field notice was released 2nd (B)(6) 2015. The manufacturer will also be updating the preventative maintenance manual (due by the end of february 2015) to ensure fixing are correctly torqued, floor finish is correct and jacking bolts are fully removed and stored. The final intended corrective action will be the creation and release of a non-mandatory modification kit that will contain anti vibration washers. The latest estimate for the release of the non-mandatory modification kit is (B)(6) 2015.